Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of 0.175 vs. An expected result of <0.012 ng/ml was obtained. The higher than expected vitros tropi es result was not reported from the laboratory as laboratory protocol requires retesting of a sample when the initial vitros tropi result is >0.034 ng/ml. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation could not confirm the sample was processed in accordance with the sample collection device manufacturer's recommendation. Therefore, poor sample processing cannot be ruled out as a contributing factor. A definitive root cause for the event could not be determined.